Event description:
The customer reported to olympus, two patient events involving the vc10 pump and non-olympus canisters due to the olympus berkeley safetouch collection system canister back-order. The facility used a larger canister with inadequate suction with two different patients. Patient one (1), reported with patient identifier (B)(6), had a cesarean section on (B)(6) 2022 and returned to the facility five (5) weeks later on (B)(6) 2022 with uncontrolled bleeding from retained products of conception. The patient had a dilation and curettage , a blood transfusion, and perforation which resulted in a hysterectomy. The patient was admitted to the ICU. Patient two (2), reported with patient identifier (B)(6), had a miscarriage and had a dilation and curettage on (B)(6) 2022. She returned to the emergency department (B)(6) 2022 for heavy vaginal bleeding associated with retained products of conception. The patient was required to have a second dilation and curettage procedure (B)(6) 2022 and was sent home on medications to keep her uterus contracted to prevent future bleeding. The facility reported both patients are recovering. (B)(6) is for patient 1. (B)(6) is for patient 2. This is report 2 of 2 for (B)(6) for patient 2.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, there is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.